Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the recommended replacement time (rrt) in save to disk on (B)(4) 2012 device wa less than=2.6251 volt. The weekly battery voltage trend a data shows min= bat=2.626 to 2.619 volts minimum between (B)(4) 2012 and (B)(4) 2012. The patient alert for low battery voltage triggered on (B)(4) 2012 02:1500. The device was returned, analyzed and analysis revealed that the device met 87% expected longevity, the cause is unknown. It was noted that without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.